Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device manufacture date was 01/15/2009. The manufacturing records were reviewed and no complaint related issues were found. (B)(6). Placeholder.

Event description:
The head of the screw came off during surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained device shows that the head separated from the screw due to exceeding applied mechanical force during the procedure. The measurable dimensions were checked and found to be in compliance with the specifications. No product fault could be detected. Lot number has been provided, a review of the device history record is not yet available.